Manufacturer narrative:
The ge service rep spoke with the customer via telephone. However, no repair info was provided. No other service activity occurred.

Event description:
The customer reported a scan disk error message on the 7900 system. No pt injury was reported.